Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022490 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1022490 test base part number 190-430 / lot 1022490. The lot met the required release specifications. A review of the complaints reported as false negative results (confirmed and unconfirmed, conflicting results) related to kit lot 1022490 showed that the complaint rate is 0.00%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative results with the ID now covid-19 on (B)(6) 2021 on a direct tested nasopharyngeal swab. Repeat testing was not performed the customer reported having problems in recent months with discordant results of patients with clinical symptoms clearly associated with covid, but the the result of the test with the equipment gave a negative result. No additional patient information, including treatment and outcome, was provided.